Event description:
It was reported that the 6800 system would had exposed wires on the high voltage cable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.